Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacturer date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Device history record (DHR) review was conducted for the radio frequency controller. There were no abnormalities noted and no relationship can be established between DHR and current complaint. (B)(4).

Event description:
It was reported that a physician performed a novasure endometrial ablation (exact date unk) and upon removal of the disposable device electrode array, the patient was excessively bleeding from the cervix. The physician cauterized the cervix and the patient was discharged home. The patient was seen for post-operative follow up on (B)(6) 2014 and "was in good condition".